Event description:
This spontaneous report originating from united states was received from a physician and a nurse via sales representative, referring to a female patient of unknown age. This report concerns 1 patient and 1 device. The patient had a known placenta previa. On an unknown date, the patient was inserted with vacuum-induced hemorrhage control system (jada system). The nurse stated that, the vacuum-induced hemorrhage control system (jada system) was inserted and worked correctly, with excellent tone and minimal blood in the tubing, and they decided to take the patient to interventional radiology (ir) for uterine artery embolization (uae) as a precaution. It was also reported that they decided to take the patient to interventional radiology (ir) for uterine artery embolization (uae) as a precaution (uterine artery embolization). The lot number for vacuum-induced hemorrhage control system (jada system) was 1070804, and it was unknown if the device has been retained. There was no information on estimated blood loss (ebl)/ quantitative blood loss (qbl) prior to or after the device use, no interventions prior to the device use reported. Additionally, it was reported that after vacuum-induced hemorrhage control system (jada system) placement, the provider wondered if it might have been placenta accreta (as the patient was known for placenta previa), however the pathology did not back. It was reported that, while there was minimal blood coming out after vacuum on, a nurse felt that the uterus was rising. She said that, when vacuum was turned off and cervical seal deflated, there was about a liter of blood that came out immediately. Medical device reporting criteria: serious injury. (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The complainant reported that the device worked appropriately. The device is assembled according to specifications. In process and finished product tested are performed and approved prior to release.